Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed as the device was not provided for investigation. The top web label from a unit package was provided for investigation. An arrow was drawn on the label in blue ink, which pointed to an image printed on the label where the extension tube is bonded to the catheter adapter, which coincides with the location of the reported leak. Since the leak could not be confirmed without a physical sample, the complaint was inconclusive. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva 18 ga x 1.25in sp with maxzero leaked. The following information was provided by the initial reporter: three different nexiva catheters have been leaking where the stabilization platform meets the tubing, near the hub of the catheter. All 18g within the past week, inserted by a proficient ICU nurse. Additional occurrence reported 4 july with unknown event date 'mid june'.